Event description:
The account's maintenance stated that this model of bed will shock him (static discharge) occasionally. He said it occurs when the bed is being pushed through the hallways. He has just noticed this on the newer p3200j model beds. The facilities flooring is concrete with a vinyl covering.